Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted her small bowel was fused and chronically distended to the mesh. There was a small bowel resection with functional side-to-side anastomosis and removal of the old mesh. It was reported that the patient experienced severe pain, bloating, nausea, vomiting, diarrhea, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/15/2021.

Manufacturer narrative:
Date sent to the FDA: 01/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 2/24/2020.